Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 4.9 cm in diameter abdominal aorta aneurysm. Vessel morphology was reported as the common iliac artery had calcification from the aneurysm to terminal aorta. It was reported there were no issues with the implantation of the stent graft. However when the back end wheel was rotated to lower the taper tip/sleeve for docking the spindle, the back-end wheel was unexpectedly split in two. It was attempted to repair several times, but it was unsuccessful. While it was moved up and down several times, it had difficulty in movement. The rear handle and front grip were disassembled. The physician was able to dock of taper tip/sleeve and spindle, but it failed in docking with graft cover. Then, the graft cover was brought close to top cap as much as possible, and the delivery system was removed with other manufacturer¿s dry seal sheath. The intima of a vessel was scraped, but additional treatment was not carried out. There were no adverse effects to the patient and devices were able to be properly implanted though it had removal difficulty of delivery system. No clinical sequelae were reported and the patient is fine.